Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to >1. On (B)(6) 2018, the patient was hospitalized with cardiac decompensation. It was found that one clip ((B)(4)), had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr had increased to 3-4. On (B)(6) 2018, a second procedure was performed. The clip delivery system (cds) was advanced to the mitral valve; however, the gradient pressure increased while grasping; therefore, the clip was not implanted. The cds was removed and the procedure discontinued. The mr remained at 3-4 and the gradient returned to baseline. Surgery will be discussed with the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported patient effect of worsening mitral regurgitation (mr) appears to be due to the slda. A definitive cause for the reported heart failure could not be determined in this incident. The reported patient effects of worsening mitral regurgitation (mr) and worsening heart failure, as listed in the mitraclip system instructions for use are a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.